Event description:
It was reported that a device does not recognize a loaded slide clamp. There was no patient injury reported.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device evaluation is submitted.